Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: d334drg, ICD; implanted: (B)(6) 2014; model: 305u27, porcine tissue heart valve; implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) with high impedance and increased short interval counts (sic). The lead also exhibited oversensing noise and a lead fracture is suspected. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.